Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level that ranged from 85mg/dl to an unknown lover value that the customer was unable to provide; cause was unknown. As a result of the low bg, customer fell on her face and experienced bruises, swelling, and broken bones. Customer was able to treat low bg by consuming carbohydrates and received treatment at the hospital for facial injuries. Customer was discharged 2 days later, (B)(6)2025 with the issue resolved and no known permanent damage. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.